Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with syncope. It was noted that the right atrial (ra) his bundle lead exhibited a failed lead position check. The ra his lead remains in use. No further patient complications have been reported as a result of this event.